Event description:
It was reported that this left ventricular (l v) lead has a history of high out of range pace impedance measurements greater than 3000 ohms. The lv lead is not a boston scientific product. It was noted that the l v lead vector programming was changed with resulting pace impedance measurements in the 700 ohm range, which is within normal specification limits, and normal pacing threshold measurements as well until the patient was laying on their left side, which has resulting pace impedance measurements greater than 3000 ohms again. Boston scientific technical services (ts) discussed that there were multiple stored presenting electrograms both before and after the vector programming change which exhibit noise on the lv lead. The noise was noted to be intermittently oversensed by the device causing lv pacing inhibition, but right ventricular (rv) pacing is still occurring, so no asystole is observed. Ts also noted these presenting electrograms also exhibit intermittent and full l v loss of capture. Ts stated it seems as if the lv lead is fractured and with the patient in various positions, the lead may have intermittent connections that produce measurements that are in range but there is likely a lead integrity issue. The boston scientific representative indicated they have not checked impedances in all available lv lead vectors, and they would follow up with the clinic to discuss. The lv lead remains in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).